Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26995. Related manufacturer reference number: 2017865-2021-27795. It was reported that the patient presented in clinic for a follow-up. It was revealed that the pacemaker could not be interrogated due to an inappropriate magnet response. Additionally, the right ventricular and right atrial leads exhibited noise. Programming changes were made. The pacemaker and leads were later removed and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of noise was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.